Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, thermal damage was observed on the rover power plug. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device for an unrelated issue. During the evaluation, the technician discovered melting damage to the external power plug assembly. The cause of the thermal damage is unknown. The power plug assembly was replaced and the rover was returned to use.